Event description:
It is reported that complications were observed in association with the use of the interbody cage. To determine factors leading to posterior migration of fusion cages, a retrospective study identified patients with lumbar degenerative disc disease in whom conservative treatment had failed. Patients had undergone 1-level transforaminal lumbar interbody fusion (tlif) for degenerative spondylolisthesis. Using standard surgical procedure, ipsilateral laminotomy and facetectomy were performed. After removal of disc material and endplate preparation, milled resected bone was packed into the fusion cage and inserted into the disc space. Following neural decompression, pedicle screws were placed on the ipsilateral and contralateral sides. Adequate compressive force was applied to the disc space by the pedicle screws to increase the stability of the fusion cages. Postoperative radiographs were taken at one week to confirm that positioning of the cages had not changed. Posterior migration was defined as movement of the center of the cage posterior to the posterior margin of either adjacent vertebral body. Within one to three months, posterior cage migration occurred in this patient with bilateral screw fixation. Subsequent revision surgery revealed instability of the pedicle screw on the same side as the cage insertion. The migrated cage was replaced by a larger cage. No other details or outcomes were mentioned. The authors concluded that the study results suggest that cage migration may occur as a consequence of insufficient stability, or other problems.

Manufacturer narrative:
(B)(4). Literature citation: aoki, et al. Examining risk factors for posterior migration of fusion cages following transforaminal lumbar interbody fusion: a possible limitation of unilateral pedicle screw fixation. J. Neurosurg spine 2010; 13:381-387. A review of the device history records cannot be performed without additional device information. Without return of the device or associated records, it is not possible to ascertain a cause for the reported event.